Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) touchscreen went black. There was no alarm, the display was normal and pumping continued. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched and evaluated the iabp unit, and was unable to reproduce the reported issue. Since malfunction on the touch screen was suspected, the touch screen was replaced as a precautionary measure. The voltage supply from the video generator board was also suspected which could not be denied, so the video generator board was replaced as well in order to avoid further issues as a precautionary measure. After replacing of the parts, running test was performed for a long time without any issues. The fse then performed a preventive maintenance with all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Manufacturer narrative:
Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period (jun-2019 through may-202) was reviewed. There were no triggers identified for the review period. Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure.

Event description:
N/a

Event description:
It was reported that during use on a patient, the touchscreen of the cardiosave intra-aortic balloon pump (iabp) blacked out. There was no alarm sounding when this occurred. The display of the iabp was normal and pumping continued. Another iabp unit was used instead to continue iabp therapy. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during use on a patient, the touchscreen of the cardiosave intra-aortic balloon pump (iabp) blacked out. There was no alarm sounding when this occurred. The display of the iabp was normal and pumping continued. Another iabp unit was used instead to continue iabp therapy. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.